Event description:
It was reported that during the implant, device functional test (dft) failed at 20 joules and 25 joules but was successful at 35 joules. The lead was explanted and replaced with a different lead. The dft was successful at 25 joules for the replaced lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Further testing revealed there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant, the defibrillation threshold (dft) test failed at 20 joules and 25 joules. It was noted that the lead was used to maintain/regain venous access by sticking it with an angiocath and inserting a guidewire into its insulation; therefore the lead will have a puncture near its proximal part. The lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.